Manufacturer narrative:
As reported, the 3dmax mesh tore during implant. The subject device was returned for evaluation. The evaluation of the returned sample identifies multiple frays/tears in the edge seal of the mesh. As reported the mesh tore during fixation; there was no indication that fixation was performed on the mesh. No manufacturing anomalies were found. Based on the event as reported and sample condition, the fraying/tearing of the edge seal condition found, most likely occurred inadvertently during user/device interface while in preparation to deploy the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 701 units released for distribution in (B)(6) 2020. This MDR represents the bard/davol 3dmax (device #2). An additional MDR was submitted to represent the bard/davol 3dmax (device #1).

Event description:
As reported, during an unspecified procedure on (B)(6) 2020, the surgeon attempted to implant the 3dmax mesh #1 and reported the mesh tore during fixation. Another 3dmax mesh #2 was obtained. As reported, the 3dmax mesh #2 tore as well during implant/fixation. It was reported that both the meshes were not used on the patient and a 3rd device used was from another manufacturer. As reported, there was no patient injury/harm.